Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Customer receives error 200.4160 on 8100 device. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: customer receives error after powering on the 8100 device. He notices the error will go away, if he presses on the door handle. I then suggested he clean the ail assembly housing for contamination or debris removal. Customer will repair/replace the ail assembly, if problem continue. They will call-back to our infusion/hardware team if any further assistance is needed.